Manufacturer narrative:
The reported complaint was deemed not confirmed. The complaint sample was not made available for eval. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint product. An investigation of the device mfg records was conducted by the MFR. There were no deviations or non-conformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.

Event description:
A hemodialysis inpatient user facility reported during treatment blood leak occurred. The leak was reported to be an internal dialyzer leak. The machine did alarm. Test strips were used to confirm the leak. Estimated blood loss was 300cc. The pt was given a bolus of saline to help replace the lost blood. The pt completed treatment with new set-up on a different machine. The device was discarded. Medical records were requested.

Manufacturer narrative:
The post market surveillance department performed a clinical investigation and concluded it is undetermined if there is a reasonable suspected causal relationship between the optiflux f2550nre dialyzer and the patient's blood leak. There were no progress notes, medication records or lab results provided for review.